Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of the receiver turning off unexpectedly could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the data log did not find any errors related to the customer complaint. A battery discharge test was performed and the test passed. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined. Additionally, the usb (universal serial bus) power supply (lot number 2119232) and the usb cable (lot number 2120378) being used with the receiver was returned on 01/10/2017. A visual inspection was performed and found no issues with the accessories.